Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his sensor readings are inaccurate. Customer's current blood glucose is 166 mg/dl. As an example, customer stated that one time her sensor reading was 71 mg/dl when her actual blood glucose was 174 mg/dl. Customer uses proper sensor insertion and calibration methods. Customer was advised the sensor may not be responding well to glucose changes. Customer was advised to monitor the issue and call if it recurs. Nothing further reported.